Event description:
The customer reported that the lh750 hematology analyzer misread one sample barcode identification (ID) label. Sample ID (B)(4) was mis-read as (B)(4). The instrument generated a 'no match' error message along with the test results. The customer noticed the discrepancy and reran the pt sample. On rerun the sample ID number was correctly reported by the analyzer. There were no erroneous or mis-identified test results reported outside of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This report is for day 1 of 3. See MDR # 1061932-2011-01146 for day 2 of 3 and MDR # 1061932-2011-01148 for day 3 of 3. On (B)(6) 2009, a field service engineer (fse) visited the site to evaluate the instrument. The fse found the flag on the stripper plate broken. He replaced the stripper plate and the tube detector then verified the instrument's performance. Subsequently sample bar code labels were received from the site and were tested using the quick check 600/800 series bar code verifier. The label symbology is codabar with no check character. The sample labels failed specs for reflectivity of media. Note that the sample bar code labels are not a beckmann coulter inc. Product. It was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. The root cause of this event is unk; however, the broken striper plate could have contributed to the misread, which would have likely displayed dashes if the checksum were enabled.